Event description:
The customer reported a discrepany between the total dose and the fraction.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting an evaluation of the product and the available reported information. The customer reported a discrepancy between the total dose and the fraction. Elekta have contacted the customer several times for data required to complete the investigation of the reported problem. Elekta have been notified that the customer's radiation department would be closing down on 30 june 2024 and are unable to provide the additional information. Elekta are unable to determine the cause of the issue reported without additional information. From the available information it was ascertained that the patient received the equivalent of 27 fractions at 1.8 cgy per fraction instead of the intended 25 fractions to the treatment site. This represents an 8% radiation overdose to the treated area. However, there were days during the original scheduled 25 fractions where the treatment was only partially given, therefore mitigating the therapeutic effect of the dose. No injury to the patient was reported by the customer since the initial report of the incident. Elekta physics have assessed this as a non-serious radiation overdose.